Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Intermittent chirping noise.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of (B)(4). The user first installed the pad-pak on the (B)(6) 2015 and performed self-tests up to the (B)(6) 2016. The device failed a self-test with a nonsensical duration due to a configuration error on the (B)(6) 2016. The technical log indicates that on this occasion the shock key was recorded as being stuck. On the (B)(6) 2016 the device was power cycled passing a self-test and continued to pass self-tests up to the (B)(6) 2016. The returned pad-pak was inserted into the device and the device passed a self-test. No warnings were given at shutdown and the status led continued to flash green. A test shock was delivered without fault and an acceptable measurement was recorded. Investigation found no fault with the returned device. The device performed to specification throughout testing at heartsine. The memory log indicates the shock key had either been stuck or held on during the self-test. This resulted in a device service required message along with a failure chirp. This would confirm the reported fault. No fault could be measured with the shock key.